Event description:
(B)(4). I started having very sharp pain in my abdominal area. Then I started bleeding very heavy for over 3 months. On top of that, I have been having migraines and fainting spells. Intercourse is very difficult. I have also gained over 50lbs and have not been able to get it off not even with dieting nor exercise. My mood swings are horrible.